Event description:
During setup user noticed that the blue bronchial cap was located on the clear connector ring (tracheal limb) and the clear tracheal cap was located on the blue connector ring (bronchial limb).